Manufacturer narrative:
Per fsr, the flow module was the cause of the inaccurate flow readings. He replaced the flow module. The unit operated to the manufacturer's specifications. The suspect part will be returned to the manufacturer for further evaluation.

Event description:
The field service representative (fsr) reported that during preventive maintenance (pm) of the device, the flow module was not reading accurately. There was no patient involvement.

Manufacturer narrative:
The reported complaint has been confirmed. During laboratory analysis, the product surveillance technician (pst) observed the flow meter and netcon cable to function properly during evaluation. Per data log analysis, it shows where the flow sensor was coupled to tubing with fluid multiple times. There was no information available in a flow log to indicate accuracy, so there was no way to tell from the log if there was an accuracy issue. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.